Event description:
A surgeon reported a case of branch retinal vein occlusion (brvo), retinal hemorrhage and scotoma, observed in a pt's left eye at one day post femtosecond laser procedure. Reporter indicated the pt is being referred to a retina specialist. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the device history record review indicated the product met release criteria. Additional info has been requested. (B)(4).